Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the ventricular lead warning was triggered for low impedance values. Lead replacement recommended, however at this time, the lead remains in use. No patient complications were reported as a result of this event.